Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00462.

Event description:
The patient was undergoing a coil embolization procedure in the brachiocephalic artery using a px slim delivery microcatheter (px slim). During the procedure, the physician placed another manufacturer¿s catheter in the target vessel and attempted to advance a px slim through it; however, resistance was encountered and subsequently, the px slim became kinked at the mid-shaft. Therefore, it was removed. The physician then attempted to advance a new px slim through the catheter; however resistance was encountered again and the px slim became kinked at the mid-shaft. Therefore, it was removed. The procedure was completed using another manufacture¿s microcatheter, the same catheter and additional coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the px slim was kinked approximately 129.5 cm from the hub on the first px slim evaluated. The outer diameter (od) of both px slim were measured and found to be within specification. Conclusions: evaluation of the both returned px slims were confirmed to be kinked. This type of damage likely occurred due to forceful advancing the device against resistance. The od of both px slim were measured and found to be within specification. The root cause of the reported resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00462.